Event description:
It was reported that during a prostate procedure, the laser console display became non-functional / went black. The case was completed using an alternate procedure (rtu). There was no patient injury reported.

Manufacturer narrative:
Service in the field performed on (B)(6) 2014. The top cover was returned to ams on (B)(6) 2014 and was sent to the supplier.

Manufacturer narrative:
System analysis/service repair: the reported faulty display was confirmed and the lcd top cover was replaced. The system was tested and verified to specification.